Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam .the patient alleged difficulty breathing or shortness of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing or shortness of breath that are related to CPAP device's sound abatement foam. The patient alleged the device had a strange or burning odor. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed dust-like contamination on the ui (user interface) panel, the top enclosure, the accessory module slot, the air inlet, the rear panel, in the iso (international organization of standardization) port, the bottom enclosure, the blower box cap seal, outside of and inside the blower motor, the blower motor outlet seal, and the blower box. Unknown brown contamination on the keypad of the top enclosure. Unknown yellow residue on the top enclosure, the accessory module slot, the sd (secure digital) card flip door, the air inlet, the rear panel, the p3 of the pca (printed circuit assembly), the dc jack color insert, the bottom enclosure, and the blower box. Unknown brown residue on the air inlet, the sd card flip door, the top enclosure, the ui panel, the rear panel, and the bottom enclosure. Black contamination, consistent with keratin, at the air outlet of the blower box, in the iso port, and on the blower outlet seal. Black particles, inconsistent with degraded sound abatement foam, in the pressure sensor seal slot of blower box and in the blower box. Potential corrosion on the pca, near p6 and u17. Unknown white dust-like contamination on the blower box. Potential no clean flux on the sd card slot and the battery holder of the pca. Potential dried liquid spots on the outside and inside of the blower motor, indicating potential liquid ingress. Additionally, there was rust and corrosion inside of the blower motor, and damage to the blower impeller. There were also hair-like fibers on the blower impeller and rubber grommet of the blower motor. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found one error. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. The manufacturer was able to confirm the complaint, but not address the symptoms specified.